Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was being deployed by a very experienced user. After a 90 second wait, during deployment of the sealant, it appeared to come out of the side of the catheter no closure was obtained. Appeared to be kinked. Manual compression was applied for around 10 minutes. No adverse events were noted. The patient was noted to be fine.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) was being deployed by a very experienced user. After a 90 second wait, during deployment of the sealant, it appeared to come out of the side of the catheter, no closure was obtained. Appeared to be kinked. Manual compression was applied for around 10 minutes. No adverse events were noted. The patient was noted to be fine. The product was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided the reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.